Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. If the sample is returned in the future, this complaint will be re-opened for further investigation. As no lot number was identified, a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all device history records are reviewed for accuracy prior to product release. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/7/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter the customer reports the patient had a covidien mahurkar with pigtail inserted in the left femoral. The pigtail cap broke off allowing for a backflow of blood.